Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported that the reservoir was occluded. Customer's blood glucose was 508 mg/dl. Customer treated with injection. Troubleshooting was done. The no delivery was resolved. Advised the customer changing reservoir resolved the issue . No further info provided.